Event description:
It was reported that during a foot procedure the core universal driver leaving black ring-like marks on the skin of the pt. The marks were also described as a blackish film that would not wash off. No allergic reaction was reported; no bruising or adverse consequence was reported.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.